Event description:
The pt had cardioversion due to palpitation, dyspnea, and chest pain after the a fib procedure. He was hospitalized for thirteen days in 2009, and had fully recovered.

Manufacturer narrative:
Inspite of multiple attempts to request more info regarding this case, no additional details have been received at this point.